Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tympanoplasty surgical procedure it was observed that the cord on the foot control device was cut and was causing intermittent loss of power/control. It was reported that there was a five minute delay in the procedure due to the event. It was reported that there was no spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The foot control device was evaluated and the reported condition that the device had the cord cut was confirmed but the intermittent loss of power/control could not be confirmed because the pretest could not be completed due to the cut in the cord exposing the wires. An assessment was performed on the device which found that the device had cut in the cord exposing the wires. It was determined that the cut in the cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. The assignable root cause of this condition was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.